Event description:
During a re-intervention for the atrial lead, it was reported that when the device was removed from the pocket, asystole was observed for a few seconds followed by an escape rhythm in the 30-40 bpm range. Reportedly, rate programming changes performed outside the pocket had no affect on the cardiac rate displayed on the external monitor used during the procedure, even though the programmings appeared successful on the programmer screen. The rate was changed to 90 bpm during the procedure and a day later during an interrogation it was found to be set at 40 bpm. The device was explanted.

Manufacturer narrative:
(B)(4) 2012: the analysis from the manufacturer is pending. (B)(4).

Event description:
During a re-intervention for the atrial lead, it was reported that when the device was removed from the pocket, asystole was observed for a few seconds followed by an escape rhythm in the 30-40 bpm range. Reportedly, rate programming changes performed outside the pocket had no affect on the cardiac rate displayed on the external monitor used during the procedure, even though the programmings appeared successful on the programmer screen. The rate was changed to 90 bpm during the procedure and a day later during an interrogation it was found to be set at 40 bpm. The device was explanted.

Manufacturer narrative:
The analysis from the manufacturer is pending. Device not returned.